Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock in addition to storage of several untreated episodes. Noise was able to be reproduced with device manipulation and patient breathing maneuvers. It was reported that the patient had been lost to follow up for two years. Technical services (ts) discussed potential causes. The sensing vector was reviewed in secondary, and no noise was observed, however, low signal amplitude r-waves with large t-waves was observed. An x-ray was performed, and the system position was noted to not be very good. A potential electrode fracture, or electrode to device header connection was suspected, however, was unable to be confirmed on x-ray. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits and an x-ray showed no conductor anomalies. Microscopic inspections of the terminal pin assembly and electrode body found a crack in the inner insulation, however, the crack did not go through to the surface of the electrode body. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock in addition to storage of several untreated episodes. Noise was able to be reproduced with device manipulation and patient breathing maneuvers. It was reported that the patient had been lost to follow up for two years. Technical services (ts) discussed potential causes. The sensing vector was reviewed in secondary, and no noise was observed, however, low signal amplitude r-waves with large t-waves was observed. An x-ray was performed, and the system position was noted to not be very good. A potential electrode fracture, or electrode to device header connection was suspected, however, was unable to be confirmed on x-ray. Surgical intervention was undertaken. The electrode and s-ICD were explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.